Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Upon further review, it was noticed that this complaint is considered non-reportable.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. The device was returned because it was not working correctly during a procedure. The product was received at service and repair and it was reported that device was not holding. Device was repaired and returned to the customer. There is no further information available on this event. A review of the device history records for this lot has been requested and will be reported upon completion via a supplemental. If any other information is received this will be reported via a supplemental.

Event description:
It was reported that during a surgery, on an unknown date, reduction forceps with serrated jaw ratchet were not holding. Also, reduction forceps with point ratchet were not holding. No further information is available at this time. This is 1 of 2 reports for this event.